Event description:
It was reported that the left ventricular lead has had an increase in impedance and is now high. The threshold has also increased. This has led to a loss of left resynchronization. The lead remains in use and a revision will be discussed with the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that the left ventricular lead impedance begins rising from an approximate baseline of 850 ohms starting (B)(6) 2014. The left ventricular lead impedance rises up to greater than 1500 ohms by (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 x 2 leads, implanted: (B)(6) 2011. (B)(4).